Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. Device not returned

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer performed a system check and found that the tubing should be changed. The customer's blood glucose level was 400 mg/dl. The customer changed the cartridge and infusion tubing and resumed insulin delivery. Reportedly, the customer was using apidra insulin.